Event description:
It was reported to philips that the system gave an alert indicating it could not communicate with the geometry computer, preventing geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.